Event description:
During the evaluation of a returned transfer set, a cracked spike was discovered, no patient injury or medical intervention was associated with this report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 05 2007. Evaluation summary; results indicate confirmation of the reported event. There has been corrective and preventive action taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.